Event description:
Reporter indicated that her son had 4 seizures in the past week and a half (2 on 5/26, 1 yesterday and 1 today). Prior to that, it was on 5/4 that he had a seizure. The magnet was swiped, but it didn't abort the seizures. The patient's mother reported that, he's never had that many in such a short period of time. The seizures are above the patient's pre vns seizure rate. Reported, the patient's girlfriend's grandfather had just passed away so it may have caused him some stress and he did seem to be catching the flu. The patient's mother was advised to take her child to their vns following physician for assessment. Good faith attempts have been made for additional details surrounding the reported event and thus far no additional details have been received.